Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir, snap cap and septum for anomalies, none were found. Completed occlusion test per specifications as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Reservoir was not occluded and not leaking.

Event description:
Customer's daughter reported that her mother was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 1,000 mg/dl, close to 1,200 mg/dl. The daughter reported that her mother was delirious and couldn't walk before the hospitalization. Troubleshooting found insulin did not exit the tubing. The issue was resolved by changing the reservoir. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.